Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/07/2015 a medtronic representative, following-up at the site, reported their technical department communicated that the device has been repaired by their technicians; the site cancelled the medtronic service call. Resolution confirmed on the call. On 10/08/2015 further follow-up finds the hospital replaced the ram memory bank in the navigation system computer, resolving the reported issue. System works properly. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, no name provided, reported that their navigation system intermittently becomes unresponsive and does not provide the "beep" sound when using the probe. No further details regarding the concern, or when it occurred, were provided. There was no patient present when this issue was identified.